Manufacturer narrative:
(B)(4).

Event description:
Information was received from the (B)(6) male patient who was receiving baclofen (unknown concentration and dose) via an implantable pump. The patient was quadriplegic (preexisting condition). The date of the event was (B)(6) 2014. It was reported that after the pump was replaced (B)(6) 2014 the patient experienced withdrawal and it almost killed him. The catheter was not put in and the patient had withdrawal until the catheter was put in on (B)(6) 2014. The cause of the event, troubleshooting, medical history, concentration, dose, lot number, therapy dates as well as concomitant drugs were not reported; additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was believed the patient was in a rehabilitation facility. The pump was ¿redone¿ and the catheter was not put in right; catheter was not connected. The patient was looking for a surgeon to remove the pump.